Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The customer reported that they received erroneous results for one patient sample tested for multiple analytes on 4 different analyzers: 2 p modules, 1 e module, and 1 core module. On this core module analyzer, there was an erroneous result for ion selective electrode (ise) potassium that was reported outside of the laboratory. The sample initially resulted as 5.0 mmol/l and this value was reported outside of the laboratory where it was questioned by a physician. The sample was repeated on a different core module analyzer on (B)(6) 2013 and resulted as 4.1 mmol/l. The sample was also repeated a second time on the original core module analyzer on (B)(6) 2013 and resulted as 4.2 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The customer was asked, but did not provide the potassium electrode lot number or expiration date. The field service representative could not determine a cause. He checked the system pressures, mix wash/dry, the sipper probe, and the dilution nozzle; all check within specifications. He ran a precision study and this recovered within specifications. The customer ran calibration and quality controls with all recovering within range. The system was found to be operational.

Manufacturer narrative:
A specific root cause could not be determined based on the limited data provided by the customer.